Manufacturer narrative:
Device evaluation: a visual inspection was carried out on the device which was found covered by hardened blood. The tactile inspection detected a kink. A guide wire 0.018" was advanced from the tip for all the device length, no major resistance encountered. Afterwards a purging test (applying negative pressure) was carried out: the test failed; a constant stream of bubbles was noted, suggesting a leak. The balloon was magnified by a microscope, a cut was found in the proximal part of the balloon, approximately on the welding between balloon and shaft. (B)(4).

Event description:
Physician was attempting to treat a lesion using pacific plus dilatation balloon catheter. It was initially reported that during preparation of the device prior to use in patient, the balloon burst. Another medtronic device was used to complete the procedure. When the device was returned to the manufacturing facility for evaluation, it was noted that the device contained blood indicting that the device was used in the patient.